Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported problem, ¿air detector unresponsive¿ was verified by functional testing. The cause was a faulty air detector. Replace the air detector to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported during testing the air detector of the device was unresponsive. There was no patient involvement and no harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.